Event description:
It was reported that the device was used during a bowel procedure. The device did not cut the tissue and laid malformed staples. The incision was manually had sewn. There was no injury to the patient.